Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of noise which was found to be in the area of the sensing electrode. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended programming assessment and an x-ray. No adverse patient effects were reported.